Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the syncope cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncope. No additional adverse patient effects were reported. This ICD remains in service.